Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to unknown cause. A new lv lead with the same model was implanted successfully. No adverse patient effects were reported.